Manufacturer narrative:
H3, h6: the ri bone pins 4 mm x 152 mm, part number rob10011, lot number (10)000020059, used for treatment, was returned for evaluation. The reported problem was visually confirmed. Some of the threads of the pin screw are chipped and bent, with bits of debris stuck to them. An additional investigation was performed with a microscope. The reported problem was confirmed. The screw threads appear to have been sheared away, possibly from scraping against another rigid metal object. A visual inspection of the image was conducted and confirmed the ri bone pins were chipped. The most likely cause of the observed damage is due to wear on the bone pin screw from use over time. This does not appear to be damage from user handling error, as it is consistent with other signs of wear. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal reference: (B)(4). H3, h6: the ri bone pins 4 mm x 152 mm qty: 2, part number rob10011, lot number 000020059, used for treatment was not returned for evaluation. An image was provided. The reported problem was confirmed with a visual inspection. A visual inspection of the image was conducted and confirmed the ri bone pins were chipped. A complaint history review was performed by part number and similar complaints were identified. A review by lot number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with wear and tear as a result of repeated use. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, after the pins were taken out, during a cori assisted tka, it was noticed that the ri bone pins 4 mm x 152 mm qty: 2 were chipped. The procedure had been completed, without any delay, using the same device. Patient was not harmed as consequence of this problem.